Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 141 mg/dl and sensor glucose was 71 mg/dl at the time of the event, the difference is outside the acceptable range. The customer¿s another blood glucose was 141 mg/dl and sensor glucose was 80 mg/dl at different time. No harm requiring medical intervention was reported. The sensor will be returned for analysis.